Manufacturer narrative:
Date rec'd by MFR: 22jul2019. The repair center service technician evaluated the ventilator and confirmed the reported problem and replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15oct2019. B4: 17oct2019. The replaced touchscreen was returned and failure investigation was performed on 15-oct-2019. It was determined that the pin to pin resistance and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
It was reported that the ventilator's touchscreen failed calibration. There was no patient or user involvement.